Event description:
Doctor from office used product on girl and she had a reaction, possible, it could also be another product - topical hemostatic solution. She was treated on (B)(6) 2011 at provident pacific campus on (B)(6) 2011. She was there for 4 days and had to be intubated during this time. The doctor does not have product to return because the rest of product has been used. The doctor will be out of the country for 4 weeks starting (B)(6) 2011.